Event description:
It was reported to bsc/target that, "the physician attempted to advance this product with guidewire. This product then got fractured at the portion of 3mm from its distal tip by his forced-forwarding. According to sales rep, customer was aware that this complaint belonged to his failure."